Event description:
Device malfunction: unk. Time of symptoms/ae: during vessel closure. Symptoms/ae: vessel dissection and limb ischemia requiring surgical repair. This was noted through a periodic article review that assessed total percutaneous access for endovascular aortic aneurysm repair. A preclose technique was used involving deployment of the proglide device before procedural sheath insertion. A total of 559 proglide devices were used to close 279 femoral arteries; there were 16 failures, mainly due to obesity, device malfunction, severe calcification and faulty arterial punctures. During the vessel closure procedure of the common femoral artery with the proglide, focal dissection and limb ischemia was noted requiring surgical repair. Information regarding the cause for the focal dissection and limb ischemia was not specified. Reportedly, low superficial femoral artery deployment was stated. No additional event or patient information is available.

Manufacturer narrative:
The device was not returned to abbott vascular; therefore, we were not able to perform a device analysis. The lot number was not provided; therefore, a device history record review could not be performed. Literature search article: new england society for vascular surgery 2007; 45: 1095-1101 written by w. Anthony lee, md, titled "total percutaneous access for endovascular aortic aneurysm repair ("preclose" technique)".